Event description:
An outside law firm reported that a patient experienced symptoms following a right total knee arthroplasty (tka). According to the operative report, the patient, with a history of right knee osteoarthritis, underwent a right tka on (B)(6) 2024. The procedure was completed without intraoperative complications, and the patient was discharged in stable condition. Following the procedure, the patient experienced persistent stiffness, limited range of motion, and pain in the right knee. Despite participation in physical therapy, clinical documentation indicates minimal improvement in range of motion. The patient demonstrated restricted flexion and extension as well as an abnormal gait pattern. Due to continued stiffness and limited mobility, the patient underwent right knee manipulation under anesthesia on (B)(6) 2024. Preoperative and postoperative diagnoses included right knee ankylosis and arthrofibrosis. During the procedure, adhesions were addressed and full range of motion was reportedly achieved intraoperatively. However, subsequent physical therapy records indicate continued limitation in range of motion, including deficits in both flexion and extension, along with ongoing complaints of pain and stiffness. Functional limitations and abnormal gait mechanics persisted. Follow-up clinical evaluations continued to document persistent symptoms, including stiffness, pain, and limited improvement in range of motion of the right knee. This report is filed under ais reference (B)(4).